Event description:
It was reported that the remote monitoring transmission for the device had no impedance taken in the battery and lead measurement report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.